Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Referring to known similar events, it was presumed that anatomical conditions and wire manipulation had likely contributed to the reported deformation of the guide wire. Due to tortuosity of the vessel or lesion conditions, rotational or tensile stress generated with wire manipulation would localize and therefore exceed the product design limit to deform the guide wire. It was concluded that deformation of the guide wire was not attributed to product quality. As for increase dose of anesthesia secondary to prolonged time of the procedure, it could not be completely ruled out a possibility that deformation of the wire might have contributed by requiring wire exchange; however, prolonged time of procedure could also be related to complexity of the lesion and procedural contents.referring to known similar events, it was presumed that anatomical conditions and wire manipulation had likely contributed to the reported deformation of the guide wire. Due to tortuosity of the vessel or lesion conditions, rotational or tensile stress generated with wire manipulation would localize and therefore exceed the product design limit to deform the guide wire. It was concluded that deformation of the guide wire was not attributed to product quality. As for increase dose of anesthesia secondary to prolonged time of the procedure, it could not be completely ruled out a possibility that deformation of the wire might have contributed by requiring wire exchange; however, prolonged time of procedure could also be related to complexity of the lesion and procedural contents. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ breakage of the guide wire.

Event description:
An asahi fielder fc guide wire was used in a percutaneous coronary intervention (pci) where operation time prolonged and increase dose of anaesthesia was required. It was reported as follows: the patient went to the hospital for hospitalization due to cardiovascular disease. After examination, the operation was needed. During the operation, the ptca guide wire was used, but the head end of the guide wire was deformed and broken. Once found, another ptca guide wire of the same model was immediately replaced. No discomfort, but the operation time of the patient is prolonged and the amount of anaesthetic is increased.